Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Concomitant medical products:- item number 00000002843 item name alloclassic sl stem 3 12/14 lot # 2403763 - item number 0100181440 item name metasul ldh, head, 44, code j, taper 18/20 lot # 2393156 - item number 0100185146 item name metasul ldh, head adapter, m, 0, taper 12/14-18/20 lot # 2396082. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to pain and loosening.

Manufacturer narrative:
Therapy date: (B)(6) 2018. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to unknown reasons.